Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was not returned to zoll for evaluation; however, device logs were reviewed. Log review showed the device detected pads connected to the patient with confirmed patient impedance, but the monitor remained in lead ii view throughout the event. During the case, ECG lead signal loss was observed while pads remained connected and waveform activity appeared consistent with CPR artifact. The customer was observed disconnecting and reconnecting the multifunction cable; however, no ECG waveform was displayed because the monitor remained in lead ii view rather than pads view. Based on the log review the device appeared to function as intended and if defibrillation therapy had been initiated the monitor would have automatically switched to pads view and displayed the ECG signal. Analysis for reports of this type has not identified an increase in trend.